Manufacturer narrative:
Initial performance evaluation of the returned unit found the balloon to inflate and deflate as expected. Balloon placement and length were measured and found to be within specification. Lot history review was unremarkable. Symmetry was checked and within specification. 37c waterbath testing was satisfactory. Co suspects, based upon experience that the syringe nozzle was not fully inserted in the valve when the customer tried to deflate the balloon. This would lead to balloon non-deflation. This report may be based upon information not yet verified by co to be complete and accurate. Furthermore, this report does not necessarily reflect a conclusion or admission by co that one of its products has caused or contributed to a death or a serious injury or that one of its products has malfunctioned.

Event description:
Surgery claims the foley would not deflate.